Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient had the device replaced because it was floating in the pocket site. It was stated that the replacement was somewhere between (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal stenosis and spinal pain. The caller stated that the patient had lost 70 pound and the ins was floating around in the pocket. The caller stated they planned to secure the ins in the pocket. No symptoms were reported.